Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. H10: d4 (expiration date: 06/2022). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through the litigation process that three months and seven days post a port placement, the patient was allegedly found to have a pulmonary embolism. It was further reported that the patient was allegedly found to have a thrombus at the end of the port concerning for superior vena cava occlusion and allegedly diagnosed with occlusive thrombus in the jugular, brachial and cephalic veins. Reportedly, the port was removed in its entirety from the patient. The current status of the patient is unknown.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: the device was not returned for evaluation. The medical records allege that, for a patient placement of port was planned with advanced breast cancer requiring chemotherapy. An incision was made on the chest wall. This was deepened through the subcutaneous tissue and a pocket created. The port was placed in the pocket. The catheter was tunneled to the neck incision. The catheter was placed into the introducer and the introducer sheath was peeled. Fluoroscopy image was obtained showing the curvature of the catheter to be smooth. The port was aspirated and flushed with saline without complication. The chest wall incision was closed in a multilayer fashion. The patient tolerated the procedure well. Approximately three months later, the patient presented with a chief complaint of right upper extremity swelling. On next day, during emergency room work up patient was found to have a pulmonary embolism. Patient was also found to have a thrombus at the end of the port concerning for superior vena cava occlusion. Right upper extremity ultrasound showed an occlusive thrombus in the jugular, brachial and cephalic veins. Computed tomography angiography of the chest showed pulmonary embolism. The clotting was thought to be associated with the chemo-port. On the same date, removal of port was planned. An incision was made overlying the scar in the right chest wall. This was deepened through the subcutaneous tissue. The capsule surrounding the port was excised with metzenbaum scissors. The previously placed stitches were found and cut. The port was removed in its entirety and sent to pathology. The wound was irrigated and hemostasis achieved. The chest wall incision was closed. The patient tolerated the procedure well. Patient was anticoagulated with lovenox. Three days later pathology results were obtained for the port-a-cath specimen. Explanted port-a-cath with attached white tubing. Therefore, it can be confirmed that the patient experienced thrombosis. However, the relationship to the port is unknown. Furthermore, the clinical condition alleged in the complaint cannot be confirmed. Based upon available information, the definitive root cause is unknown. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H10: d4 (expiration date: 06/2022). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through the litigation process that three months and seven days post a port placement, the patient was allegedly found to have a pulmonary embolism. It was further reported that the patient was allegedly found to have a thrombus at the end of the port concerning for superior vena cava occlusion and allegedly diagnosed with occlusive thrombus in the jugular, brachial and cephalic veins. Reportedly, the port was removed in its entirety from the patient. The current status of the patient is unknown.